Event description:
A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation. This information was received from various sources. All reported malfunctions involved patients with no reported consequences. Seven patients were reported to be between the ages of 46 and 80. Two patients were reported as female and four were reported as male. Four patients were reported to weigh in the range of 56 and 186 kgs. All other patient information was not provided.

Manufacturer narrative:
H10: the lot number was provided for 5 out of 7 malfunctions, therefore, a lot history review were performed. The product catalog number for one malfunction was updated as dl900j. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the seven malfunctions. Five malfunctions are confirmed for perforation. One malfunction is confirmed for perforation and is unconfirmed for tilt. The remaining one malfunction is inconclusive for perforation. The devices are labeled for single use. H10: d4 (corporate lot no: gfzc2701, gfya0033, unknown),g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for 5 out of 7 malfunctions, therefore, a lot history review were performed. The product catalog number for one malfunction was updated as dl900j. The devices for the seven malfunctions have not been returned to the manufacturer for evaluation; however medical records for each malfunction have been received. Two malfunctions are confirmed for perforation. One malfunction is confirmed for perforation and is unconfirmed for tilt. The investigation for four malfunctions are currently underway. The devices are labeled for single use. (Corporate lot no: gfzc2701, gfya0033, unknown).

Event description:
A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation. This information was received from various sources. All reported malfunctions involved patients with no reported consequences. Seven patients were reported to be between the ages of 46 and 80. Two patients were reported as female and four were reported as male. Four patients were reported to weigh in the range of 56 and 186 kgs. All other patient information was not provided.